Event description:
It was reported that restenosis occurred. On (B)(6) 2024, the subject presented with progressive angina. At the time of the event, the subject was on clopidogrel and aspirin which were continued. Coronary angiography revealed 80% stenosis at the proximal left circumflex artery (lcx) which was treated with a 3.5 mm x 6.0 mm wolverine cutting balloon. Post revascularization, 0% residual stenosis was noted. The subject was discharged on dual antiplatelet therapy (dapt). On (B)(6) 2024, the subject presented with recurrent worsening angina and mildly elevated troponin. An EKG revealed no ischemic changes. Coronary angiography was performed and revealed 80% in-stent restenosis at the ostial lcx. Which was treated with a 3.5 mm x 6 mm wolverine cutting balloon and a non-boston scientific (non-bsc) 3.25 mm x 12 mm nc balloon. Post revascularization, 0% residual stenosis was noted. The subject was discharged on dapt. On (B)(6) 2024, the subject presented to the hospital complaining of shortness of breath and was referred for coronary angiogram. Coronary angiography revealed 70% in-stent restenosis at the proximal lcx which was treated with a 3.5 mm x 10 mm wolverine cutting balloon and a 3.5 mm x 15 mm agent dcb balloon. Post revascularization, 20% residual stenosis and timi flow of 3 was noted. The event was considered as recovered/resolved.